Manufacturer narrative:
Method: device history report review, medical review. Evaluation results: device history report review: probable root cause cannot be determined. No documented issues/events during manufacturing and inspection processes to cause complaint issue. Per medical review: reportedly, the single-piece collamer iol didn`t exit the injector properly, requiring additional surgeon`s effort to put in place. During this manipulation the lens was torn and incision was enlarged for lens removal. Another lens of same model was successfully implanted. No suture was placed. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event (issue with lens insertion) was unknown. Conclusions: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found the lens optic and both haptics torn, with a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Diopter: +19.00. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: device work order search. Results: a work order search was performed and no similar complaint was found in work order. Conclusion: based on the complaint history, work order search and evaluation of the return product, it was determined that the root cause of this event was due to user error. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +19.0 diopter collamer single piece lens in the patient's right eye. The lens did not go in the eye properly and when the physician manipulated the lens to try get it in place, the lens tore. The incision was enlarged to remove the lens. A backup lens, same model and diopter size was implanted. No suture was required. Cause of lens not inserted properly is unknown.